Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient needed to stay in the recovery for a while after the trial was placed because the patient's oxygen level was low. Additionally the caller reported that the patient had not had a bowel movement since the evaluation started and was experiencing an uncomfortable stinging in the back area. The patient planned to contact their healthcare provider (hcp) regarding the stinging and lack of bowel movements if the issues did not resolve. A later call with the patient determined that the patient felt that nothing was improving. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.